Event description:
The hospital reported that during a coronary artery bypass procedure, co2 was not coming through the tip on the blower mister with IV sets. The end was pinched closed from the packaging. A replacement device was used to complete the procedure. Tip was verified as fine. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. . A lot history record review was completed for the reported product lot number. There was no non-conformance reported in the lot history. (B)(4).